Event description:
It was reported that this right ventricular (rv) lead exhibited non-capture in bipolar. There was capture in unipolar, however my potential noise with oversensing and pacing inhibition was observed and the patient was pacer dependent. As a result, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.